Event description:
Service manager reported in 2000: in ICU at hospital, a pt suddenly got vf. This situation was randomly detected, as the monitor did not give an alarm. The alarm limits had been set to match the pt and hr alarm activated. Informed that the pt survived.